Event description:
It was reported that the needle broke during a gynecological procedure. All pieces of the needle were retrieved from the pt. This event did not result in any adverse consequence to the pt.